Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 22003 on the universal surgical manipulator (usm) 1. Fse found loose connectors and reseated the connections to resolve the reported issue. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, repeated error 22003 occurred. Prior to calling the technical support, site had already moved universal surgical manipulator (usm) 1 along all axes, recovered error and powered cycled system, but error 22003 returned. The caller stated that usm 1 was movable, but there was an abnormal resistance along movement comparing other arms. The technical support engineer (tse) confirmed error 22003 pointing to abnormal feedback on arm 1, set up joint (suj) axis 3, potentiometer measurement. Tse informed caller that error can return at any time and without a service repair with part replacement no improvement can be expected. Proposed to caller to avoid any interruption to disable arm 1. The procedure was completing using 3 arms and a delay of 45 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the operation was a partial right nephrectomy. The tumor was not complex, the patient was not obese, and surgeon was able to proceed with the operation without significant delay. There were no complications for the patient.